Event description:
It was reported that while using an unspecified number of bd vacutainer® sst¿ ii advance blood collection tubes, there were cracks in the internal rubber of the blood collection tube cap, and some of the tube rubber had signs of being punctured. Sample was recollected.

Manufacturer narrative:
Investigation summary: bd had not received samples, but five (5) photos were provided for investigation. The photos were reviewed and the indicated failure mode for damaged stopper was observed. Additionally, 20 retention samples from bd inventory were evaluated by visual examination and the issue of damaged stopper was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of damaged stopper based on the photo analysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.